Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the tip cover of the colonovideoscope had foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the tip cover of the colonovideoscope had foreign material. There were no reports of patient involvement.